Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Patient reported, a left side implant exchange with no complaint against the device. Patient later reported, possible capsular contracture, baker grade unknown. And rupture. Device remains implanted.

Manufacturer narrative:
Previous medwatch submission noted "capsular contracture, baker grade unknown." Upon further information, allergan has determined that the event of "capsular contracture, baker grade unknown" did not occur. Hence capsular contracture, baker grade unknown is being unreported.

Event description:
Previous medwatch submission noted "capsular contracture, baker grade unknown." Upon further information, allergan has determined that the event of "capsular contracture, baker grade unknown" did not occur.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Patient reported a left side implant exchange with no complaint against the device. Patient later reported possible capsular contracture baker grade unknown and rupture. Device remains implanted.